Event description:
Initial report: this non-serious spontaneous case was reported by a surgery administrator to our local affiliate. This case involves a female patient who commenced poly-l-lactic acid in 2009. She has received three treatments of two vials each of poly-l-lactic acid. Additional treatment details were not mentioned. Five months later, the patient developed bumps/ nodules. Corrective treatment, if any, was not mentioned and patient's outcome was not reported.